Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Journal reference: tir et al. "Exhaustive, one-yr f/u of subthalamic nucleus deep brain stimulation in a large, single-center cohort of parkinsonian pts." 2007/61/2/297-304. This article describes a study that enrolled consecutive pts with parkinson's disease who were treated with bilateral stn-dbs. The pts were followed for a period of 12 mos. Reportable event: four pts experienced lead fractures that required a second surgery.